Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the unit was tested on an inhouse system where it passed normal mode. The unit was also tested on a pftp and passed all related tests. The reported problem was confirmed via related notifications and logs but was not replicated on in-house system. Verified in remote fe, unit shows error 23068 having p1 = 6 pointing to axis 6 or dof 7 on the carriage. The isa will be replaced as a precaution for the reported problem. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hospital is not keen on sharing the patient demographics details for the damaged instruments purpose.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found no observable problems during inspection. The fse conducted multiple power cycles with no issues detected. The fse reviewed error logs and found no relevant error codes. However, as the fault has occurred repeatedly in previous procedures, the fse replaced the usm1 unit to prevent any potential interference with scheduled procedures. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. However, isi has not received the usm involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, a repeated recoverable fault 23068 occurred on the universal surgical manipulator 1 (usm1). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). The tse suggested a restart and hard power cycle of the system, but the issue persisted. The tse guided the customer to disable the usm1. The system was booted up normally with three usms. The procedure was completing as planned with no reported injury. The site later informed the field service engineer that they completed the surgical procedure with three usms.